Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) found to be punctured. Also, punctured tubing found during explanting. The device had fluid loss. Air was observed in pump. The ipp was explanted and replaced. No patient complications reported.